Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were visible. During an atrial fibrillation pulse field ablation, the faradrive system was selected for use. No abnormalities were noted during the preparation phase or the initial insertion of the faradrive sheath and dilator into the body. The guidewire tip was positioned just inside the tip of the farawave catheter during insertion into the sheath. However, upon inserting the farawave catheter into the sheath, air bubbles were observed being aspirated through the flush line. After troubleshooting the flush line, the sheath was removed. A new sheath was then obtained and used to successfully complete the procedure without any patient complications. The device will be returned for analysis.

Event description:
It was reported that air bubbles were visible. During an atrial fibrillation pulse field ablation, the faradrive system was selected for use. No abnormalities were noted during the preparation phase or the initial insertion of the faradrive sheath and dilator into the body. The guidewire tip was positioned just inside the tip of the farawave catheter during insertion into the sheath. However, upon inserting the farawave catheter into the sheath, air bubbles were observed being aspirated through the flush line. After troubleshooting the flush line, the sheath was removed. A new sheath was then obtained and used to successfully complete the procedure without any patient complications. The sheath was received for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.